Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number and serial number, unavailable at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Part not received.

Event description:
Medtronic received information from the site that the clamp screwdriver is worn out. The issue was discover outside of procedure with no patient present.

Manufacturer narrative:
Device lot number, unique device identification (UDI) and device manufacture date provided.